Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient needed more pain relief on the neck. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.